Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was using an insulin pen to fill the cartridge. Tandem technical support educated customer of off label usage and customer loaded a new cartridge to resolve issue.